Event description:
In situ measurements revealed affected channels. According to information from the field the user wants to upgrade to a synchrony 2 mi1250 device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to confirm a root cause of failure. The concerned device was explanted but has not been received for investigation yet.

Event description:
In situ measurements revealed affected channels. The user was re-implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to confirm a root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurements revealed affected channels. Re-implantation is considered.